Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the collimator does not move during boot up. Replacing the collimator resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system being used in a spinal fusion procedure. It was reported that the pendant was showing the following message: "collimator error. System booting not completed." The procedure was completed without the use navigation and imaging. There was a delay of less than 1 hour. No known impact on patient outcome.

Manufacturer narrative:
The collimator for the imaging system was returned to the manufacturer for analysis. The collimator was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.